Event description:
Hygienist was trying to take a bite wing x-ray when the #1 spring arm bolt snapped and fell on the head of the hygienist. Hygienist was taken to the emergency room for a cat scan and other x-rays. Hygienist was diagnosed as having a concussion. Hygienist did not report to work the following day, stating they felt like a truck ran over hygienist and their legs were sore.